Event description:
It was reported that on (B)(6) 2010 a xience v (3.0 x 23 mm) stent was implanted in a proximal to mid left anterior descending (lad) artery. On (B)(6) 2010, no anomalies were noted on an angiogram. On (B)(6) 2011, a follow up was done and no restenosis was observed. On (B)(6) 2012, another follow up angiogram was done and no restenosis was observed. The patient stopped taking the dual antiplatelet therapy (dapt) study medications and other medications one month after this follow-up appointment (about middle of (B)(6)), against the physician's instructions. On (B)(6) 2012, the patient experienced chest pain and an angiogram found a thrombus inside the xience v stent. Angioplasty was done with a non-abbott balloon using the kissing balloon technique of the proximal and first diagonal lad and the thrombus was resolved. The procedure was complete. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: runthrough extra floppy, sion blue; guide cath: launcher 7f. There were no reported product deficiencies. Angina and thrombosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.